Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the event was part of the healing process and as of (B)(6) 2025, it was resolved. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. On (B)(6) 2025, the patient experienced drainage at the neck incision site and the site was redressed. On (B)(6) 2025, the patient experienced bleeding from the chest incision and due to the amount of blood, the patient went to the emergency room and the chest incision was redressed. The patient was in the ER for 24 hours and left against medical advice. It was noted that the patient was on blood thinners. Per the opinion of the physician, the event was part of the healing process and as of (B)(6) 2025, it was resolved.